Event description:
It was reported that a revision surgery was performed due to the ceramic liner was squeaking when the patient walked. During removal the doctor reported that the liner was broken.

Manufacturer narrative:
The affected r3 36mm ceramic liner was not returned for evaluation. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. Additionally, a document review performed by the manufacturer noted there is no indications of any pre-existing material defect. A review of complaint history revealed no additional complaints for the listed batch with the same failure mode. A clinical evaluation noted that without supporting clinical/medical documents a thorough investigation cannot be performed. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.